Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited auto mode switch episodes, possibly as a result of competitive atrial pacing. On (B)(6) 2016, the patient was brought into the clinic for follow up and upon interrogation, the device exhibited far r wave oversensing. The device was reprogrammed. The patient was asymptomatic and there were no patient concerns.